Event description:
Event description guidant received information that this right ventricular lead migrated back into the pocket approximately one month after implant and was explanted and replaced. During the same procedure, this device was prophylactically explanted and replaced. No allegation was made against the performance or function of the device. The device was part of the c2 low voltage capacitor advisory population.